Event description:
The lens was implanted when the doctor noticed the haptic was bent. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00094 for the delivery device used with this intraocular lens.